Event description:
It was reported that during an attempted implant, the integrated valve of the delivery catheter was upside down; as a result flushing was not possible. The delivery catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter was analyzed revealing that the valve was assembled 180 degrees off in the handle. (B)(4).